Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a cassette alarm before infusion. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device could not confirm the status of the tamper seals. Error codes were not found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the downstream occlusion sensor was found to be inoperable. Root cause of the reported event is unknown, but the downstream occlusion sensor was found to be inoperable. Recommend replacement of the downstream occlusion sensor. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.